Event description:
Customer reported the belt buckle male end is broken. The date when the issue was discovered is unk. No pt incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this report is submitted based on the customers reported issue statement. (B)(4)